Event description:
The customer reported via phone call that she was hospitalized due to a high blood glucose level of 600 mg/dl. A 911 call was made on (B)(6) 2015 for her high blood glucose level. The customer occasionally experienced severe high and low blood glucose levels. She was thirsty, had a headache, and was feeling a little nauseous. The customer was wearing her insulin pump at the time of the 911 call. She was given two injections to stabilize her blood glucose. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.